Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) followed up with customer over the phone. Fse confirmed that s701 sensor error had occurred. The customer informed the fse that they figured out what caused the error and the problem has been resolved. The customer stated they filled the wash reservoir and the wash overflowed and the fluid got into the s701 sensor well. The customer dried out the well and successfully completed quality control run without any errors. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for serial number (B)(6) was performed. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7 - error messages and flags, leak sensor s701 detected error is generated when the leakage sensor s701 activated. The solution is for the customer to contact the service department. The most probable cause of the reported event was due to operator over filled the wash which overflowed in the wash reservoir.

Event description:
A customer reported getting 3021 leak sensor s701 detected error message on the aia-360 instrument. The customer checked the overflow tubing and found it clear. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.